Manufacturer narrative:
The insulin pump had intermittent button response due to a flattened act button dome switch. No frozen display was noted. No display anomaly was noted. The insulin pump was received with minor scratches on the display window.

Event description:
The customer reported via phone call indicating that the insulin pump alarmed button error following the troubleshooting for button and keypad anomaly. The customer stated during troubleshoot the keypad was not responding and it seems to possibly be just the act button not responding. The customer did not recall any significant event leading to the keypad issues. The customer was advised to discontinue the use of the insulin pump and revert back to back-up plan. The customer's blood glucose was unknown.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the buttons were unresponsive. The customer also reported the insulin pump would freeze up when navigating through screens. Customer also reported their bolus delivery were delayed. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The information provided with this report was not included with the initial report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.